Manufacturer narrative:
Unit received with intermittent up arrow button due to corroded keypad traces.

Event description:
The customer's father reported via phone call that the insulin pump's up button was not responding properly. Blood glucose level at the time of the incident was 160 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.